Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection; end to end anastomosis. According to the reporter: upon trying to remove the device from the patient, the doctor found difficulty pulling it out. By rotating the wing nut to detach the anvil from the device, he could remove it. By palpation the doctor confirmed the fired staples did not reach to the mucous membrane but they only involved the subserous layer of tissue. It was also confirmed that it did not cut the tissue completely. The surgeon stated the handle could be fully squeezed. Another device was opened to complete the case without problem. There was tissue damage.